Event description:
It was reported that the customer was hospitalized due to low blood glucose levels after accidentally giving herself too much insulin. Reviewed the insulin pump programming, and found that the customer programmed and delivered multiple boluses. The customer did not know why she programmed those boluses. It was stated that she programmed 100 carbohydrates in the bolus wizard for one of those boluses, even though she had not eaten that many carbohydrates. Explained the impact of incorrect programming. Caller and customer understood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.